Event description:
Subsequent to the initially filed report, user facility medwatch (mw5082003) received that states: "malfunction of starclose device causing intraarterial retention of the vascular foot bed. No known user error, the pt required vascular surgery intervention for removal of the fb and vessel repair / closure. The pt required hospital stay in outpatient in a bed status". Subsequently the physician was contacted and the following information was received: arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath. Reportedly, there was no issue with the device prior to clip deployment. The clip deployed and the device jammed. The safety release mechanism was used and the device was able to be removed easily. Immediately it was noticed a wire was still in the artery, requiring surgical removal. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Attachment: user facility medwatch # mw5082003. Evaluation summary: analysis was performed on the returned device. The reported control wire detachment was confirmed. The reported device was jammed (entrapment) could not be replicated in a testing environment as it was based on procedure circumstance. In addition, a portion of the control wire was separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event appears to be related to device angle placement such that flex guide and garage leaves interacted resulting in the control wire detachment from the barrel and subsequent tissue damage and device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a yttrium-90 radioembolization procedure. Reportedly, there was no resistance splitting the sheath. The starclose se device jammed after firing the clip. The starclose se device was stuck in the vessel. The safety release mechanisms were used to remove the device with no resistance; however, a wire had separated from the device. The wire and clip remained inside the vessel. A surgical cutdown was performed to remove the separated wire and clip. Surgical suturing was used to repair the vessel and achieve hemostasis. Medication was increased. There was a clinically significant delay in the procedure and therapy. No additional information was provided.